Event description:
It was reported that during a da vinci s prostatectomy procedure, and while cutting through tissue, arcing was observed coming from the monopolar curved scissors (mcs) tip cover accessory, which was installed on the mcs instrument. The tip cover was replaced to successfully complete the planned surgical procedure with no additional pt harm, adverse outcome or injury. The tip cover was discarded.

Manufacturer narrative:
The tip cover accessory was discarded by the site and will not be returning to intuitive surgical. The monopolar curved scissors (mcs) instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional info is received, a follow-up MDR will be submitted.